Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed. A field service engineer (fse) found that the drawers 3.1 and 3.2 were not detected on the communication bus. The fse observed that upon opening the back panel there was no power supplied to the module board. The fse accessed the drawer using the manual release mechanism and noted that a cubie in position b1 had popped out, with the cubie tray warm to touch and displaying no yellow indicator light, but only a faint orange light. The fse replaced both drawer controller boards and the module board, then replaced all cubie trays after retrieving new units. The fse identified foreign objects on the connector where the drawer cable connects to the cubie tray during removal. The fse confirmed that after replacing all components and rebooting the station, the system functioned correctly and the customer verified inventory successfully with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers were failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.